Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer did not want to troubleshoot for high blood glucose. The customer's blood glucose at the time of incident was 47 mg/dl and tuesday morning it was 300 mg/dl. The customer reported that bolus was delivered by insulin pump which lead to low blood glucose. The insulin pump will not be returned for analysis.